Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8967d, batch 47322007 was received for investigation. Visual inspection identified that the drive geometry had broken. The fragment detailed in the event description was not returned for analysis. Due to the severity of the damage present, no accurate measurements could be assessed of the distal tip. The cause remains undetermined, although a probable cause can be attributed to user applied mechanical forces during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 09/07/2021, it was reported by a sales representative via e-mail that the ar-8967d drive tip broke while inserting a screw. This was discovered during use in a procedure on (B)(6) 2021. The case was completed with a new ar-8967d. Additional information provided 09/08/2021: the tip of device broke off completely. The fragment was removed from the patient and the case was completed by using a new ar-8967d.